Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient wants to increase the stimulation because he noticed he is dribbling when urinating, and thinks if he increases the stimulation it will increase the flow, and he wants to make sure he is doing it right. Patient mentioned he had urinary tract infection two weeks ago. Patient services was able to assist the patient in using their programmer, the device was on program 3 at 1.4 volts and the patient increase to 2.0 volts. Patient was advised to keep a voiding diary and contact doctor if symptom did not resolve. No further complications were reported or are anticipated.